Event description:
False negative results. False-negative test results. The user stated that they tested negative with two test kits on (B)(6) 2024. The user could not confirm the lot/exp for these kits because they immediately disposed of them. Then, they went to the hospital later that day and claim that the hospital confirmed that they were positive with covid-19. Today, they tested with a kit with lot cov3100001 and claimed that the result was also negative, but they disposed of the kit prior to contacting tech support so they can't provide a picture of the test result. They confirmed that this test kit was purchased at cvs. The user confirmed that they performed the test procedure correctly.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov3100001 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov3100001 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report g6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
False negative results. False-negative test results. The user stated that they tested negative with two test kits on (B)(6) 2024. The user could not confirm the lot/exp for these kits because they immediately disposed of them. Then, they went to the hospital later that day and claim that the hospital confirmed that they were positive with covid-19. Today, they tested with a kit with lot: cov3100001 and claimed that the result was also negative, but they disposed of the kit prior to contacting tech support so they can't provide a picture of the test result. They confirmed that this test kit was purchased at cvs. The user confirmed that they performed the test procedure correctly.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.